Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. A photo was provided for this complaint, however, it is difficult to see the burnt nature of the cable/tubing. The customer's reported complaint description of tubing/cable was burnt was not confirmed since no complaint sample was returned. A photo was provided for this complaint, however, it is difficult to see the burnt nature of the cable/tubing. Without receiving the complaint sample for evaluation a definitive root cause cannot be determined. Root cause for this event is inconclusive. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the instructions for use, item number {14600973-01} which is supplied to the user with the solero applicators contains the following statements: "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. "The solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Event description:
A distributor reported an end user experienced an issue when using a 19cm solero applicator. The procedure was percutaneous. Before starting the procedure, they tested the antenna with ice-cold serum, with a power of 140w/06min. No complications were noted. After the doctor positioned the antenna on the nodule in the liver (segment viii), he decided that he would use the power 140w/06 min. Less than 1 minute into it, we heard a click and then the message high reflected power appeared. They immediately reduced the power to 100w, 60w, and still the high reflected power message remained, and the antenna no longer worked. Therefore, the doctor removed the antenna from the patient and at that moment, they discovered that it had burned between the applicator and the cable. To complete the procedure, it was necessary to use another antenna. The patient did not experience any adverse effects, harm, or require medical intervention because of this incident.

Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).